Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: there were unexplainable pump reboot events observed in the pump's black box history. No battery cap was returned with the pump. A test battery cap secured to the pump and was used to complete the investigation. The battery compartment was found to be cracked above the bumper pad. The pump case was found to be cracked between the bottom of the keypad cover and the case seal. The pump case was also cracked near the top right corner of the display lens. No evidence of moisture was observed in the battery compartment. Moisture corrosion was observed behind the display lens. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. A leak test was performed and both battery compartment and pump case leaks were found.